Manufacturer narrative:
(B)(4). Anvil_not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. In addition, one preformed staple was received indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a hartman's reversal. The surgeon had completed doing a purse for the anvil in order to anastomose the rectal stump to the distal portion of the bowel. The surgeon attached the anvil to the trocar and commenced on closing the circular stapler - (B)(4) to approximate the two ends. This went off fine. The surgeon turned down the stapler until he reached the firing zone. Safety off, then fired, retrieved donuts proximal and distal, both intact, circular. Upon doing a leak test, it was discovered that the two lumens had not been stapled properly. Upon further investigation of the instrument, it was discovered that not all the staples had fired and some staple drivers were still intact (not fired at all). The surgeon had to complete the procedure by doing a hand sewn anastomosis in the pelvis, since the circular stapler seemed to fail in terms of anastomosing the two ends. This seemed to be the root cause of the stapler not firing properly. No other device was required to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.